Event description:
It was reported that during an atrial flutter (afl) procedure, all the body surface (bs) and intracardiac (ic) ECG flatlined on the carto 3 system and the bard recording system. The ECG signals returned approximately 5 seconds later. The ECG on the anesthesia cart was not affected and continued to show normal rhythms. Pacing was attempted during the 5 seconds but the user was unable to tell if pacing energy was delivered. Pacing was shown to be delivered normally when the ECG channels displayed again. No patient injury was reported. No further details were available at the time of the call. The signal loss on all the body surface (bs) and intracardiac (ic) ECG on the carto 3 system and the bard recording system at the same time, is indicative of a reportable event. Upon request, the bwi field representative provided additional information on the event. The signal loss was only about 5 seconds. The signals came back and then the case proceeded. Pacing was for assessing the conduction block. They had tried a couple of different sites for pacing and then it was pacing/capturing. This occurred during that 5 second loss of signals. The patient was in a stable normal sinus rhythm during this time which was documented by the monitoring rn's signals and the anesthesiologist monitoring screen. The physician was not trying to pace and ablate form the same catheter simultaneously. The stimulator being used was the bard micropace. The physician did not think that there was any potential risk to the patient from this pacing issue. The risk to the patient is low from this pacing issue therefore, this issue is not reportable.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that during an atrial flutter (afl) procedure, all the body surface (bs) and intracardiac (ic) ECG flatlined on the carto 3 system and the bard recording system. The ECG signals returned approximately 5 seconds later. The ECG on the anesthesia cart was not affected and continued to show normal rhythms. Pacing was attempted during the 5 seconds but the user was unable to tell if pacing energy was delivered. Pacing was shown to be delivered normally when the ECG channels displayed again. No patient injury was reported. No further details were available at the time of the call. The problem did not occur in the next cases and was not duplicated. A bad rl connection could cause the reported problem. The signal loss was only approximately 5 seconds. The signals came back and the physicians proceeded with the ablation. They had tried a couple of different sites and then it was pacing/capturing. This was during that 5 second loss of signals. The patient was in a stable nsr during this time which was documented by the monitoring rn's signals and the anesthesiologist monitoring screen. Complaint condition was not confirmed. A device history record (DHR) review was performed. No anomalies were noted in manufacturing or service.